Event description:
A pt's family member alleged that the pt's meter was reading inaccurately low. The pt stated that in 2002 (time unk) the pt was feeling symptoms of high blood glucose-frequent urination. Pt tested on their meter with the result of "60 something". Based on that reading, pt was given "some food and sugar". Soon after, the pt threw up and became dehydrated. Pt was taken to the emergency room and the ER meter reading was 384mg/dl. Pt was started on IV insulin and admitted for 2 days for high blood glucose. The control solution test passed on the meter. Pt also stated that "the meter would give a reading that is lower than what was recorded in the memory". The issue was resolved with troubleshooting. While pt was in the hospital, pt was given a new meter. Family member also stated that they compared both the meters to a third meter they had. Family member claimed that the third meter read much higher and closer to the pt's symptoms. A replacement meter was sent to the customer. No further info was provided.